Manufacturer narrative:
Additional information regarding the device and its return have been sent with no reply. A review of the non-conformance (nc) database for the previous two years did not reveal any nc''s for particulate for bl5110. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The lot number is not known. The DHR review cannot be performed at this time. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported 3-4 particles entered the eye at the beginning of surgery. All the particles were removed using forceps. No patient impact was reported.